Event description:
Clinical area reported that premier pro plus non sterile glove size medium (5063) have fine glitter on them that rubs off when touched. Lot number: ceh-10-06, manufactured: 2018-10. Our system-wide materials management checked multiple boxes w/ this lot # and all had the fine glitter. The following action was taken within our system: based on our current stock, we have estimated that (B)(4) boxes of this lot number have been distributed throughout our hospital system. We identified potentially 79 different locations outside the supply who could have these gloves. Notifications were sent to the other locations for these to be pulled and returned to the main warehouse we provided a limited substitute for this glove with another product and ordered (B)(4) of the premier glove (different lot #) to be delivered.